Event description:
It was reported the distal tip of the colonovideoscope was not connecting to the processor. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the complaint is confirmed since the device has evidence of bent light guide prong. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.